Event description:
The customer reported that the touchscreen is not operational. It is unknown if the unit was in use on patient, but there was no patient or user harm reported.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number (B)(6).

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician visually examined the touch screen and reported there was no evidence of damage or contamination. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The touch screen passed all diagnostics testing and resistance measurements are in specifications. Touchscreen calibration was completed successfully. The analysis concluded the returned touchscreen functions as designed. The touchscreen works as specified. No malfunction found.

Manufacturer narrative:
The field service engineer (fse) replaced the touch screen and performed calibration. The system meets the specification for the performed service and is returned to use.